Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5082114 that a patient who underwent an unspecified breast implantation procedure on (B)(6) 2003 with two unspecified mentor gel breast prostheses, experienced rupture, leaking of silicone in their body, 17 blood clots and rheumatoid arthritis. It was also reported that the patient used the following medical products: chemo, enbrel and xarelto. As a result, the patient underwent removal on (B)(6) 2018. This medwatch form is for the device 2 reported.